Event description:
It was reported, the customer had fluctuating low and high blood glucose. Customer reported their blood glucose dropping to 38 mg/dl and then rising to 543 mg/dl. The customer also stated they had dropped their insulin pump and as a result, their drive support cap was loose. Customer declined all troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with a cracked end cap. The basic occlusion test, occlusion test, prime test and excessive no delivery alarm tests could not be performed due to the cracked end cap. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.